Manufacturer narrative:
The initial MDR 2432235-2015-00265 was filed on may 29, 2015. Supplemental MDR #1 2432235-2015-00265 was filed june 03, 2015. Additional information (07/17/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00265 was filed on may 28, 2015.additional information (05/04/15): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Siemens is investigating this issue.

Manufacturer narrative:
The cause of the discordant, falsely elevated tni-ultra results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on one patient sample on an advia centaur cp instrument. The initial discordant result was reported to the physician(s), and the patient was treated for acute coronary syndrome. The sample was repeated twice on the same instrument, resulting higher on the first replicate and lower on the second replicate. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.